Event description:
It was reported that a user experienced a pairing failure with a dexcom g7 continuous glucose monitor (cgm) sensor, consistent with intermittent communication failure involving the antenna component of the electrical and magnetic subsystem; troubleshooting guidance led to successful pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by a third party. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, with involvement of the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.